Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a initial reporter via manufacturer representative (if applicable) regarding a patient who was receiving drug, concentration at dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the residual volumes were off by more than 9 mls the last 2 refills. There were no environmental, external or patient factors that may have led or contributed to the issue. Residual volumes were compared. There were no interventions performed and the issue was not resolved at the time of this report. The patient had some changes in pain. Surgical intervention was planned; they were scheduling to have the pump replaced. The patient status at the time of this report was "alive - no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Pump logs indicated the patient was receiving morphine (2.0 mg/ml, 0.2250 mg/day) and bupivacaine (8.0 mg/ml, 0.8999 mg/day). It was reported that the pump was replaced (B)(6) 2018. They were able to aspirate 3mls from the catheter. The expected reservoir volume was 14 ml, and they aspirated 14 ml from the reservoir. The pump logs were read, and no motor stalls were noted. No further complications were reported.